Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse verified that pressure connector could not be plugged in. To fix the issue, the fse re-calibrated the pressure sensors, replaced the front end board with the pressure connector, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a broken balloon pump connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2020 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.